Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home and sitting in a chair, all of the system controller leds illuminated, and the controller sounded an alarm. The pt began to feel dizzy and experienced symptoms of the lvad stopping. The pt switched to his backup system controller and immediately felt better, and the alarm resolved. The pt remains ongoing on the lvad.